Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The broken device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed and mildly calcified lesion in the proximal left anterior descending artery. The rotation part of the indeflator was noticed to be broken when an attempt to connect the indeflator to the balloon catheter was made. The procedure was successfully completed with another indeflator. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The return device analysis determined that the gauge needle is broken.